Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had a fall not long after implant. The patient was able to recharge until recently and upon physical examination it seemed the implant was at a 90 degree angle to the tissue. The antenna locate feature was used and a fluoroscopy was done. When they tried to recharge the screen showed could not detect antenna in the battery. The representative manipulated the battery sub-cutaneously and was able to get the recharge screen but had no boxes in black. It was noted that the clinician programmer showed the battery was discharged but not in overdischarge. After fluoroscopy was done it was found that the battery appeared to have flipped and the leads were still in a reasonable position. The battery was unable to be flipped back with gentle manipulation so no more attempts were made and the patient was recommended for a pocket revision. The indications for use were spinal pain and failed back surgery syndrome. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the patient had difficulty with recharging and the implant was possibly overdischarged. The patient had a pocket revision on (B)(6) 2018 to straighten the implant as he couldn't charge before; it was sutured in this time. The patient still could not charge after the revision. The patient mentioned that the ins should be 100% charged but a manufacture representative (rep) stated that the ins was discharged at an appointment before the surgery. The patient later reported via a rep that the rep will do a dr is needed to resolve the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the actions taken to resolve the difficulty recharging and discharged ins was a device reset (dr) on (B)(6) 2018 due to the device being in overdischarge. The overdischarged ins has been resolved, however the difficulty recharging has not yet been determined. No further complications were reported or anticipated. This information was confirmed with the healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had a fall shortly after implant and the other issues within the last four weeks. The patient had been referred back to the surgeon after the fluoroscopy picture and no procedure had been performed yet. The cause of the issues was determined to be the fall and the issues had not been resolved.